Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit. The customer¿s blood glucose level was 11.3 mmol/l at the time of the incident. Troubleshooting was performed. Customer did not want to check battery cap as they were at school and no battery replacement with them. Customer reported that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, idle current, run current, self test and off no power tests. The pump was received with normal operating currents. No blank display, unexpected battery power loss or battery out limit alarms were noted.